Manufacturer narrative:
(B)(4). Information was not provided by the contact. Batch # m52k92. Result code: the ec60a device was received for analysis with no visual non-conformances and with a gst60w cartridge loaded in the device. The cartridge reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home positions and the returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device was used with a white reload to staple the vessel. It was the first firing with this device during the procedure. The stapler was used in straight position and handle was closed normal. During firing, the stapler jammed and it was impossible to fire the reload. The reload was not fired and the stapler was removed from the tissue (red button). Another like device and reload was used to complete the procedure. There were no adverse consequences for the patient reported.